Event description:
It was reported that following a shoulder procedure, resistance was felt during catheter removal, but they continued to pull on the catheter at which time it broke. The catheter was removed during a separate procedure.

Manufacturer narrative:
The tip of the catheter was returned for evaluation. The catheter exhibited three kinks and had been stretched until the outer diameter was reduced by about 80%. There was not enough catheter returned to determine the tensile strength of the catheter. The customer reported to have felt resistance during removal, but continued to pull on the catheter which in turn stretched the catheter until it broke. The instructions for use state to "use gentle force to pull the catheter out and that prolonged force can cause the catheter to break".